Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+1.5/003 (sphere/cylinder/axis) within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was replaced on (B)(6) 2022 with another same model/length lens and the problem was resolved. The patient is doing very well. The cause of the event was unknown.

Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is not marketed in the us. Claim# (B)(4).